Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: the correct product code for the reported lens is poe. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (iol) was explanted from a female patient's eye due to massive reduction of the best-corrected sight and photic phenomena. Patient is now happy after the surgery. No further information was provided.